Manufacturer narrative:
3003721894-2018-00036 is associated with argus case (B)(4), ultra corega flavor free. Ultra corega flavor free is marketed as super poligrip cream in the us.

Event description:
Parkinson's disease [parkinson's disease]. Overuse [intentional device misuse]. Case description: this case was reported by a consumer via call center representative and described the occurrence of parkinson's disease in a female patient who received double salt dental adhesive cream (ultra corega cream mint flavor) cream (batch number yp4a, expiry date october 2020) for dental prosthesis user. Co-suspect products included double salt dental adhesive cream (ultra corega flavor free) cream for dental prosthesis user. Concomitant products included benserazide hydrochloride + levodopa (prolopa), pramipexole dihydrochloride (pramipexole hydrochloride) and simvastatin (clinfar (simvastatin)). On an unknown date, the patient started ultra corega cream mint flavor and ultra corega flavor free. On an unknown date, an unknown time after starting ultra corega cream mint flavor and ultra corega flavor free, the patient experienced parkinson's disease (serious criteria gsk medically significant), off label dosing and intentional device misuse. On an unknown date, the outcome of the parkinson's disease was not recovered/not resolved and the outcome of the off label dosing was recovered/resolved and the outcome of the intentional device misuse was not reported. It was unknown if the reporter considered the parkinson's disease and intentional device misuse to be related to ultra corega cream mint flavor and ultra corega flavor free. Additional information: patient informed that the dentist prescribed corega to him, for prothesis fixation. Patient reported that is using ultra corega cream mint flavor and need to applicated the product 3 or 4 times a day, and he also informed that the dentist recommended that he uses the product how many times is it necessary. According to local label the recommendation is use once a day. Patient informed that now is using ultra corega cream mint flavor, but he usually uses ultra corega flavor free and also applies more than one time a day. Patient informed that he has parkinson's disease, and he was not sure if it started before or after he uses ultra corega. Batch number and expiry date of ultra corega flavor free were unknown to the reporter